Manufacturer narrative:
It was reported that while hospitalized, the patient's controller had a bent pin. The vad technician changed the patient's backup controller as the primary. A loaner controller was given as a backup to the patient. **note: the intracranial hemorrhage event was inadvertently reported under this MFR report. This event has been captured under MFR # 3007042319-2016-03500. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the controller revealed that the device failed visual inspection due to a damaged pin on the power port one (1) connector, making connection difficult. This failure is most likely due to a forced or improper connection to the port causing the pins to bend. The most likely root cause of the reported event can be attributed to a forced connection. Heartware has opened an internal investigation to address bent pins. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that while the patient was being hospitalized for an intracranial hemorrhage a bent pin on the controller while the patient was in the hospital. The original backup became the primary. A loaner as backup was given to the patient. A separate event was opened to address the intracranial hemorrhage.